Event description:
It was reported that the front connector of the motor drive unit broke off. There was no pt involvement.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.